Event description:
It was reported that during a gastric procedure, the blade was broken off when a nurse wiped it with gauze in about 1 hour. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.